Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the unable to issue meds. A technical support specialist dialed in to the cabinet and informed the customer that user would not be able to process the item until the pharmacy approves rxverify request. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank unable to issue hydrocodone-apap 5-325 mg tablet. The customer reported that nothing happens when selecting the item to issue. There were no adverse events or injuries reported based on this incident.